Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "patient was seen by another orthopaedic surgeon in long island. She reported pain to the surgeon and had labs drawn. The labs revealed elevated cobalt and chromium levels. The patient reported that the femoral head was exchanged but no medical records could be obtained by clinical study staff. Per conversation on (B)(6) 2018 with the clinical study staff, the patient reported no pain in her revised hip".